Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a bladder evacuator device was unpacked on (B)(6) 2018. According to the complainant, during unpacking, the packaging of the device was noted to be damaged. It was noticed that the packaging has a cut. Reportedly, this was not used in a patient. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. No patient complications have been reported due to this event.